Manufacturer narrative:
Additional information was added to h4, h6, and h11: h4: the lot was manufactured between march 5, 2025 ¿ march 6, 2025. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had no flow. This was observed after 12 hours of patient infusion. The device was filled with 144ml fluorouracil and 96ml saline having a fill volume of 240ml. The expected infusion time was 48 hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.